Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for subacute type b aortic dissection. On (B)(6) 2021, the distal type I endoleak was observed. On (B)(6) 2021, the patient underwent reintervention. An additional stent graft was deployed to extend the device distally. The endleak was resolved. The patient tolerated the procedure. The physician stated as follows; the device at the time of the first tevar was undersized.